Event description:
Customer stated that they believe that sedation medication infusing, through an extension set filter, did not reach the patient because several boluses were delivered without effect. The patient was febrile and agitated with a heart rate of 180-200 and elevated lactate. Versed and dilaudid were going through one filter. The sets were connected with multiple tri-port extensions which were attached to the filter connected closest to the patient. The sedation bolus volumes were 0.2-0.4 mls. No occlusion alarms were noted during the infusions. The customer had originally reported that the effects of the sedation reached the patient too quickly when the filter was removed from the line, but later stated that the filter was removed from the line and within 30 minutes the patient's heart rate decreased to 130-140, the patient was afebrile, and the lactate returned to baseline. The customer stated that no further patient/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of sedation bolus not reaching the patient through the extension set filter. Customer states that the set will not be returned for evaluation because it was discarded.